Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed the ligature marking about 14 cm distal of the is-1 connector pin. In this area, cuts in the insulation and a deformation of the outer conductor helix were detected, which were probably a result of the operation process. The analysis showed no other deviations that could be related to the clinical complaint. Especially the values of the mechanical analysis of the fixation mechanism in different positions were within the technical specification. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After several attempts this lead was finally placed. During control x-ray, five hours after implantation the lead was found dislodged. The lead was explanted and replaced.